Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure on (B)(6) 2017? Other relevant patient history/concomitant medications any concurrent procedure/device implantation? Product code and lot # please describe any intra-operative complications? Was a lesion of the vaginal mucosa on left lateral fornicis found intra-op on (B)(6) 2017? In complaint description it states that " patient control date (B)(6) 2018, the doctor sees a small mesh erosion on the left side, and little piece of the mesh sling is cut/removed. " please clarify this date when the mesh exposure on the left side first noted by a doctor and ¿a little piece of the mesh sling was cut/removed" ? Onset time of the ¿urgency incontinence¿ and time from the procedure was medical/surgical intervention required to treat the ¿urgency incontinence¿? If so, please provide dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? This medwatch report 2210968-2018-76548 linked with two additional medwatch reports due to multiple events occurred: medwatch report # 2210968-2018-76549 - second mesh erosion event on (B)(6) 2018. Medwatch report # 2210968-2018-76547 - mesh removal/revision procedure on (B)(6) 2018.

Event description:
It was reported that the patient underwent an initial sling procedure on (B)(6) 2017 and the mesh was implanted. During the procedure, a lesion of the vaginal mucosa on left lateral fornicis occurs and the mesh was cut on this left lateral side and sutured to the fascia. The vaginal mucosa closes over the defect and the vaginal right side has no perforation. On (B)(6) 2017 control date, a small mesh erosion was found on the left side, and little piece of the mesh sling was cut/removed. The mucosa was not sutured. On (B)(6) 2018, the little mesh erosion was found on the right side and the doctor decided to await any treatment. On (B)(6) 2018 the patient presented with mesh erosion bilaterally and underwent mesh removal/revision procedure on (B)(6) 2018. The mesh was removed as much as possible of the mesh sling erosion and the fascia and vaginal mucosa were closed over defects. It was also reported that the patient has also received urgency incontinence after the initial sling surgery. Additional information has been requested.